Manufacturer narrative:
Model number: 720185-01: lot number: 1000006155; catalog description: reservoir flat iz 100ml; (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be explanted on (B)(6) 2019. The patient is experiencing thinning of his penis and is finding that when the device is inflated it is lacking axial stiffness and doubles in half. As a result the patient states his "penis is not functional." During the surgery, it is planned that there will be reconstruction of the bodies and replacement of the penile prosthesis.